Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The physician reported that the sensor was transmitting dampened waveforms and they discontinued use of the device. There were no adverse consequences to the patient.